Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the microintroducer. Use residue was observed within the dilator as well as on the peel apart sheath. The transition between the sheath and dilator was circled in red. The sheath tip was observed to deformed and buckled inward. While the sheath was observed to be damaged, the exact root cause of the damage could not be determined based on the returned photograph. Therefore, the root cause is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, difficulty advancing the vascular sheath during catheter placement; edge damage observed upon removal. No other information was provided.